Event description:
Kendall monoject syringes all sealed packs: one sealed 12cc syringe no cap with bent needle, one 12 cc syringe needle detached at purple connector -in medication vile-no harm-. One 3 cc syringe needle detached at purple connector -in a patient-removed without harm-. Other staff have reported loose connectors with the same products.